Event description:
It was reported that the pieces where the connectors go inside the epg (external pulse generator) were missing. The epg was returned for repair and test/calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.